Manufacturer narrative:
Concomitant medical products: 694045 lead implanted: (B)(6) 2000, 694265 lead implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) migrated superficially. A pocket revision was performed. The device remains in use. No patient complications have been reported as a result of this event.